Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported that the touchscreen will not pass calibration. There was no patient involvement. The authorized service provider (asp) confirmed the touchscreen will not calibrate. Asp will order a replacement touchscreen to fix the problem. Cannot test unit further until touchscreen is replaced and may require additional parts.

Manufacturer narrative:
The authorized service provider (asp) replaced the touchscreen and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
The touchscreen assembly was returned for internal failure investigation (fi). The touchscreen was tested, and the root cause is that ul_lr and ur_ll resistance were out of specifications.